Manufacturer narrative:
The device remains implanted in the patient; therefore, product testing on this device could not be performed. Device and patient identifiers were not provided. A review of the device labeling was completed. Hyphema and blurry vision are identified in the labeling as a known inherent risk of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Hyphema is a known complication of intraocular surgery and generally resolves without permanent damage. There are numerous factors that can contribute to postoperative hyphema including but not limited to; patient history, medication use, user issues, and operational context. In this case, the patient's anatomy and visualization made istent implantation difficult and contributed to the intraoperative bleeding. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. MFR reference # (B)(4).

Event description:
The surgeon reported that an istent patient presented two days postoperatively with hyphema and "foggy vision." Prior to the istent plus cataract procedure, the surgeon noted that the patient's eye was "soft" regardless of the intraoperative interventions taken. The surgeon proceeded with the procedure. An iclip was used; however, visualization remained an issue thorugh the case. Following the cataract removal, the surgeon made an attempt to place the istent, but was unsuccessful due to visualization issues (striae observed) and patient anatomy (soft eye). 1mm of trabecular meshwork was removed during the first attempt and the surgeon made another attempt, but was again unsuccessful. Due to the patient's anatomy and intraoperative bleeding, intraoperative irrigation and aspiration was required and the anterior chamber had to be filled with viscoelastic multiple times prolonging the case. The istent was successfully implanted on the third attempt. On postoperative day one, the patient presented with no issues. By postoperative day four, the patient's vision was reportedly improving. A consult with the glaukos medical monitor was requested. The medical monitor advised that the blurriness with likely resolve completely and discussed possible treatment options. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was requested from the surgeon and the following additional details were provided. The postoperative hyphema was self-resolving with no sequelae. The patient is currently doing well with no issues. The event has resolved.